Event description:
It was reported that while delivering transcutaneous (tc) pacing there was an unspecified power failure and tc pacing stopped. After the pacing stopped the patient's blood pressure dropped. The clinicians obtained a power cord for the device and once power was restored, pacing was resumed nd the patient's blood pressure improved. Additional information will be requested to understand the clinical and device events.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.